Manufacturer narrative:
The customer confirmed the patient did not receive any skin preparation. The instructions for use for the one step CPR complete electrodes warns that "excessive hair can inhibit good coupling (contact)" with the patient's skin. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. This investigation was closed as improper patient preparation prior to the application of the electrodes. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 77-year-old male patient, the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.